Event description:
It was reported that: incident occurred on (B)(6). 2023. Involved a 80 year-old male patient, weight 100 kg. During the insertion of a central catheter in an emergency situation, the metal guide used to insert the catheter kinked and made it impossible to insert the catheter. Even though the usual procedure had been followed. The catheter was inserted following a cardiac arrest. After the failure of the insertion of the central catheter a successful insertion of an intraosseous catheter was performed. But patient deceased following the cardiac arrest. Associated to 3006425876-2023-01276.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had one significant kink located approximately 190mm from the proximal end. The returned guidewire met all relevant dimensional requirements. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: incident occurred on (B)(6) 2023. Involved a 80 year-old male patient, weight 100 kg. During the insertion of a central catheter in an emergency situation, the metal guide used to insert the catheter kinked and made it impossible to insert the catheter. Even though the usual procedure had been followed. The catheter was inserted following a cardiac arrest. After the failure of the insertion of the central catheter a successful insertion of an intraosseous catheter was performed. But patient deceased following the cardiac arrest. Associated to 3006425876-2023-01276.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that: incident occurred on 30 november 2023. Involved a 80-year-old male patient, weight 100 kg. During the insertion of a central catheter in an emergency situation, the metal guide used to insert the catheter kinked and made it impossible to insert the catheter. Even though the usual procedure had been followed. The catheter was inserted following a cardiac arrest. After the failure of the insertion of the central catheter a successful insertion of an intraosseous catheter was performed. But patient deceased following the cardiac arrest. Associated to 3006425876-2023-01276.